Manufacturer narrative:
(B)(4)

Event description:
Additional information indicated that there was no reinforcement material used. It has been confirmed that there was no injury to the patient and the patient has been discharged home. The adaptor and handle have been received for investigation.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap appendectomy. The device was used in the patient. According to the reporter, during a lap appy, the surgeon tried to fire a egia45avm across the appendix. After going through the correct setup and firing sequence the surgeon hit the fire button. The reload stopped after only laying down 1 row of staples, never got far enough to cut. They had to continue the case with another device.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle and one adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an engineering evaluation of the returned devices. No visual abnormalities were noted for the adapter or handle. During functional evaluation, the adapter and handle tested satisfactorily. The partial firing condition could not be replicated. The firing force of the adapter was tested using a portable a-1 fixture and the firing force was measured to be (B)(4) lbf before stalling out, which falls in the acceptable firing force range. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.